Manufacturer narrative:
The sodium electrode lot number is w8283 and the expiration date was not provided. The chloride electrode lot number is ajt03 and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. The initial sodium result was 159 mmol/l, and the repeat result was 143.3 mmol/l. The initial chloride result was 115 mmol/l, and the repeat result was 103.5 mmol/l. The repeat results were performed on another module. The initial results were questioned by the medical staff and repeated because the customer noticed multiple delta failures for sodium results. After the customer performed maintenance on the analyzer the qc values for chloride and potassium were out of specification.

Manufacturer narrative:
A field service engineer (fse) determined that the drain tubing was broken and there was a leak from the sonic wash station. The sonic wash station was replaced as well as the tubing and sample probe. The fse performed an ion-selective electrode check, and a 21-cup precision test; both passed. The investigation determined that the service action resolved the issue.